Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the rubber tip fell off one of the jaws of the tool. The rubber piece was localized and retrieved through the original incision. A replacement vaso view 7 was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).